Event description:
Correction - the reported device that was oversensing t-waves is an insertable cardiac monitor, not an "insertable cardioverter defibrillator" as previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardioverter defibrillator was oversensing post-sensed t-waves. The device was reprogrammed to address this issue, and the patient would continue to be monitored. The patient was in stable condition.